Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachy lead was part of a system that was reported with infection. The lead was previously capped as the patient device was moved from abdomen up to left subclavian implant. Additional information recieved that the entire system was explanted. There were no additional adverse patient effects reported. The tachy lead is no longer in service.